Event description:
The customer reported that cypro infused over 10-15 minutes opposed to the expected 1 hour. There was no report of harm.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient demographics not provided.

Event description:
The customer reported vancomycin & cypro infused faster than expected.